Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury reported, this MDR is being reported conservatively. Report source: foreign - (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a moderately calcified proximal lad. During the second inflation at 4 atm for 10sec, the balloon ruptured. The procedure was complete with a new angiosculpt device. No patient injury reported.